Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called to state that the pump was working well, and that the fiberoptic waveform and bp numbers on the pump were clear and correct. However, the low level output cable is connected to the new bedside monitor and they cannot ¿zero¿. Customer states that the waveform transferred to the bedside is clear and crisp, but the bedside monitor reads ¿out of range¿ when they attempt to zero. I reviewed the zero process with them using the vent button on the pump, while then pressing zero on the monitor. Customer tried several times and reconnected the cable several times without success. Advised that this may be an issue with the monitor and to consider calling the company for further help.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: b5, d1, d4(version, catalog, UDI, serial#), h6 (clinical code). Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device repair status unknown.

Event description:
It was reported that during use on a patient the customer called fse to state that the pump was working well, and that the fiberoptic waveform and bp numbers on the pump were clear and correct. However, the low level output cable is connected to the new bedside monitor and they cannot ¿zero¿. Customer states that the waveform transferred to the bedside is clear and crisp, but the bedside monitor reads ¿out of range¿ when they attempt to zero. Fse reviewed the zero process with them using the vent button on the pump, while then pressing zero on the monitor. Customer tried several times and reconnected the cable several times without success. Advised that this may be an issue with the monitor and to consider calling the company for further help.